Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was hospitalized the same day. Treatment included two unknown types of antibiotics, intraperitoneally (ip). Three days later, the patient was discharged from the hospital. At the time of the report the patient was recovering from the peritonitis and was still on ip antibiotic therapy, once per day, and an unknown oral antibiotic (dose frequency and lot not reported). At the time of the report, dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13a04047, h13b07048, h13e14096, h13d30020 and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).